Manufacturer narrative:
H3: one device was returned for evaluation. The service history review found the device had not been serviced in the past. Functional and visual testing were performed, and the customer's reported problem was not duplicated. No problem found. The cause could not be determined and therefore, the code was cleared and preventative maintenance performed. The device then passed all functional tests after the repair.

Event description:
It was reported that the device exhibited an error code 46508 with a red screen. There was no patient involvement.